Manufacturer narrative:
The system was used for treatment. A review of kit lot d133 was performed. There were no non-conformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories central line infection or alarm #16: collect pressure. No trends were detected. The smart card was submitted for analysis. The smart card data indicated a treatment was ended after the occurrence of multiple collect pressure alarms. Review of data could not determine the root cause of the alarms. There is no device malfunction. The patient's doctor confirmed a central line infection. The patient's underlying condition is the probable cause of the ae. Since the medical intervention was needed during patient ecp treatment, this case is reportable as an MDR. (B)(4).

Event description:
Customer reported a (B)(6) male patient became cold, pale and began shivering during the 3rd cycle of treatment. The treatment was aborted and all blood was returned to the patient. The patient was then transported via ambulance to (B)(6) hospital. Follow-up from the treating physician stated the patient improved quickly with fluid resuscitation and IV antibiotics for a presumed central line infection. The initial blood cultures were gram positive and gram negative cocci. Possible new onset atrial fibrillation. Sepsis related.